Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient had passed away. It was also reported the patient's device battery was depleting and that one of the associated leads (manufacturer unknown) was experiencing rising and high thresholds. Attempts to obtain additional information were made and were unsuccessful. The cause of death is unknown.